Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that drive support cap on her pump was missing, but her insulin pump has been functioning properly. The caller stated that there is a hole on the device where the drive support cap is located. Instructed the customer to discontinue the use of the device and revert to back up plan. No further information was provided.